Manufacturer narrative:
H6: updated. The suspected product was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature probe catheter was occluded/not draining. Problem was troubleshooted and catheter was still not draining. There was patient involvement, and no patient harm/adverse event reported.